Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the clips did not close properly. "Y" shaped and cut the vessels. The case was extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.